Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: during a procedure on (B)(6) 2013, the end of an insert handle sheared off. Surgery was prolonged by 10-15 minutes. Other than this, patient was not affected. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. The insertion handle was analyzed for conformance to print specifications as well as the device history record was researched; no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lot in question. The fracture face is homogenous which indicates material conformity. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. We are not able to determine the exact cause of this occurrence. We can only assume that a loose connection between the handle and nail caused this occurrence. Such a loose connection has the effect that the force is only applied onto the cam, which finally leads to a mechanical overload. Wear and tear over the years could also have played a certain role.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found.